Manufacturer narrative:
E1: cont'd, social medical corporation welfare association the device was returned to olympus for evaluation. During inspection, the rubber feet were found worn, and the touch panel had dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic total laparoscopic hysterectomy using the camera head, error code e116 appeared. The procedure was completed with the same device. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Correction on field h10 (confirmation of the event was omitted in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   The customer's malfunction was not confirmed.  Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.